Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was home when they developed alarms from the ventricular assist device and with complaint of aphasia and right-sided weakness. ¿his last known normal was at 11pm on the night pta¿. Patient spouse started noting the above-mentioned deficits when the patient's left ventricular assist device (lvad) alarms started going off around 2 a.m. The spouse called the emergency medical system (ems) and the patient was taken to the emergency department (ed). While there, national institute of health (nih) stroke scale noted to be 26. Computed tomography (CT) head without contrast notable for acute thrombus in region of left carotid terminus and proximal left middle cerebral artery (mca). Computed tomography angiography (cta) went on to elucidate this and showed occlusion of the carotid terminus and proximal m1 portion of the left mca, along with possible occlusion of the a1 segments of the anterior cerebral artery (aca), and occlusion of the cervical and proximal intracranial portions of the left vertebral artery. CT perfusion scan displayed findings consistent with a moderate l mca distribution infarction with some ischemic penumbra. The patient was sent to interventional radiology (ir) for intra-arterial thrombectomy with two suction attempts which were unsuccessful. The patient was subsequently transferred to another facility for further management and withdraw of care was being considering. Patient death occurred on (B)(6) 2018 due to circumstances surrounding this noted event. It was stated that the pump would not be explanted, and peripherals were not going to be returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Date of birth product event summary: the hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of "alarms going off" could not be confirmed, since log files covering the reported event date were not available for analysis. Based on the available information, there is no evidence of a malfunction that may have caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.